Manufacturer narrative:
(B)(4).

Event description:
The receiver data log was reviewed on 02/02/2016. The complaint of inaccurate cgm values was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between smart device and transmitter. Patient's father stated that this generally occurs while the patient is sleeping. Dexcom representative educated patient's father as to why this may occur specifically during sleep. No additional patient or event information is available.